Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during the surgery, when using the cannulated stardrive screwdriver shaft for 3.0mm hcs t8, the screw and the tip of the screwdriver had broken off. Fragments were removed from the patient. There was no surgical delay reported. The surgery completed successfully. There was no patient harm. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) cannulated stardrive screwdriver shaft for 3.0mm hcs t8. This report is 1 of 1 for (B)(4).